Event description:
During the procedure, as a 10mm amplatzer muscular vsd occluder (muscvsd) was placed at the interventricular septum, the patient experienced av block and hypotension. Pharmacologic support was administered but the patient did not respond to it so the muscvsd, still attached to the delivery cable, was removed and the patient was referred to the ICU for observation.

Manufacturer narrative:
The 10 mm muscvsd was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The muscvsd was loaded into a test 7f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the muscvsd met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the av block and hypotension seen during the procedure remains unknown.